Manufacturer narrative:
Correction: section a4 - weight should have been 175 pounds rather than 185 pounds. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient had their leads explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02150. It was reported the patient's leads had migrated causing uncomfortable cramping. The issue was confirmed via fluoroscopy. Surgical intervention may take place at a later date to address the issue.